Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject balloon burst during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection there was blood noted with in the balloon and balloon catheter shaft. During functional test the device was attempted to be flushed, unsuccessfully, as the balloon catheter was blocked with solidified blood. The balloon rupture was not visualized, however blood within the balloon indicates that it was ruptured. As per the additional information the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was not possible to visualize a burst/rupture to the balloon as it was unable to be inflated, however, there was dried blood within the balloon and the balloon catheter shaft, which indicated that there was a rupture to the balloon. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported balloon burst/ruptured during use and to the analyzed balloon catheter shaft blocked/occluded and balloon failed to inflate, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject balloon burst during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.